Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump carb ratio settings changed without user interaction. Tandem technical support was unable to confirm issue in pump data as customer was unsure of when change occurred. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments. Customer's blood glucose was 118 mg/dl.